Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event where infusion set fell off on (B)(6) 2024 during use while sleeping. The infusion set has been used for 11 days. The blood glucose level was 24 mmol/l at the time of event. Patient replaced infusion set and resumed insulin successfully. Patient then went to the emergency room (ER) on (B)(6) 2024 due to high blood glucose. The duration of emergency room stay was 5 hours. The patient was treated with IV and fluids of saline and insulin. No further information was available.